Event description:
The customer reported that there was a communication failure error message. This error may result in a system lock up, no boot, or shut down situation depending on when the loss of communication occurred. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive, interconnect cable, the generator interface board, the fluoro functions board, and reloaded software. Troubleshooting continued as the system was not repaired. No conclusion can be drawn as repair info is not available.